Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (3) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle was crooked on the non patient end and they could not attach the needle on to the pen. All returned pen needles were examined and all exhibited a bent non patient end of the cannula which could prevent the pen needle from correctly attaching to a pen. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca was difficult to attach to the pen during use, and the non-patient end was bent. This occurred on 6 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported they could not attach the needle on to the pen." "Consumer reported needle was crooked on non patient end, needle is not straight, it is not looking up at the ceiling."